Event description:
Customer alleges false positive troponin I (tni) results. Caller reports the following results: pt sample 1 drawn at 16:10. Meter 1 tni 10.2 ck-mb <1.0, myo 46.2. Meter 1 repeat tni 7.71. Meter 2 on same sample tni 7.29. Pt sample drawn approx 90 minutes later at 17:50. Meter 1 tni <0.05, ck-mb <1.0, myo 34.6. Meter 2 on same sample tni <0.05. Pt presented with chest discomfort. All samples drawn on whole blood edta. Test devices left at room temperature of 23 degrees celsius for 2 weeks before use.

Manufacturer narrative:
Product support observations for tni recovery follow: no false positive or high bias in tni recovery was observed with any sample. No error codes or device issues were observed. All data points with the negative controls cal z and the whole blood donors samples were below the mfg cut off of 0.05 ng/ml. All data points with cal h were within the mfg 2sd range, with a % recovery of 110% (within the mfg final release specs). The customer complaint of a false positive tni value was not observed with any of the control samples. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support tested retained profiler lot w49562 with pos and neg controls and a 2 normal whole blood donors. Observations were for tni recovery. No false positive result was observed with the neg control samples and no high bias in tni recovery was observed with the pos control sample. No product deficiency was established. Unable to reproduce customers observations of false positive tni. As of (B)(4) 2011 there is 1 complaint on profiler lot w49562. No corrective action required at this time as no product deficiency was established.